Manufacturer narrative:
Concomitant product: c4tr01 crt-p, implanted: (B)(6) 2016, 5076-52 lead, implanted: (B)(6) 2016, 419688 lead, implanted: (B)(6) 2016.

Event description:
It was reported by the patient's spouse that the patient died during the implant of their cardiac resynchronization therapy pacemaker (crt-p) system and the caller alleged the device contributed to the patient's death. Follow up with the health care provider revealed the patient was "very sick" and "had a lot of problems." The health care provider stated there was not a problem with the device system. Attempts to obtain additional information were unsuccessful and the cause of death was not able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.